Event description:
Additional information received from the hcp reported that perioperative antibiotics were administered, however no additional treatment was required as no infection was found when the patient was seen for a follow-up exam on (B)(6) 2012. It was noted that the area on the left side would swell. The patient noticed this after flying for a long period, it resolved, however, it was seen again. The patient also experienced soreness where the lead crossed her back after sitting for extended periods. It was noted that the patient denied having any accidents.

Manufacturer narrative:
Product ID (B)(4), lot# v942570, serial#, implanted: (B)(6) 2012, explanted:, product typ lead. (B)(4).

Event description:
It was reported the patient had pain and swelling at the lead site since implant. The patient indicated she had lab work done for a possible infection at the site. She also had a metal allergy. The patient was unable to sit in recliner without it hurting across her waistline and lower. The patient reported that at different times the pain was in different locations. When lying down for instance, she had a "sting over the device". Caller reported additional swelling below waistline. When stimulation was turned on it did not always help the patient. The patient indicated they had 50% pain reduction just not all the time. While troubleshooting the patient use the programmer to increase to 4.1 volts and she was able to use that setting. The patient indicated frequent bathroom trips in the morning. The patient was apprehensive about using the programmer even with physician permission. Reviewed programmer functionality. The patient outcome was unknown. Additional information has been requested, but was not available as of the date of this report.